Manufacturer narrative:
Other applicable components are: product ID 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a175, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for cervical radiculopathy and spinal pain. It was reported that the patient had stimulation in her arm and was not getting stimulation to her neck. She referred to the stimulation as an 'annoying vibration.' She also stated that her leads dropped a little and x-ray confirmed that the leads dropped. She did not know when the leads actually dropped because she had been taking care of her mother. The patient was reported to be in pain. The patient had an appointment scheduled with their physician on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.